Event description:
Philips received a complaint by the customer on the v60 (software version 3.20) indicating a device malfunction as the navigation ring was not working. There was no patient involvement at the time the issue was discovered as the issue was found during preventive maintenance (pm). No patient or user harm was reported. The customer called technical support to report that the navigation ring was not working. No accessories, including third-party devices, were being used that may have contributed to the issue. Per the good faith effort (gfe) response received, the o-ring was not actually broken; the only issue with the device was that the parameter selection ring (navigation ring) failed. The problem occurred repeatedly, but a setting change screen was not entered. The jumping value accepted and changed therapy without pressing a button; however, the touchscreen allowed the user to change, accept, or cancel the value. A field service engineer (fse) was dispatched onsite to evaluate and repair the device, and upon arrival, the fse was able to replicate the issue after observing the navigation ring failure. The fse discovered that the navigation ring could not be used due to wear and tear. After ultimately replacing the user interface (ui) assembly, the fse found that the navigation ring operated as intended. The ui assembly replacement indicates that the cause of the malfunction was due to a faulty ui assembly that needed to be replaced for repair. Following the ui assembly replacement, the fse returned the device to service as it passed the required performance verification tests per philips standard. No other malfunction was found. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.